Event description:
On (B)(6) 2010: the dialyzer (aps-13sa) was used for hemodialysis (hd). 15min after start of treatment, blood pressure decreased (systolic blood pressure: 178=80mmhg or bellow), and loss of consciousness was occurred. After the onset of this adverse event, physiological saline 300ml and oxygen were administered, then blood pressure recovered to 157mmhg. The dialyzer was not changed another one, then hd was completed.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-13sa is identical model to rexeed-s series marketed in us. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot#qx7s82. As a result, no abnormality was found in records. (B)(4). The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t. Daugirdas et. Al., lippincott, williams and wilkins, 2006.